Event description:
On (B)(6) 2012, leica microsystems received a complaint that during a surgical procedure, the brakes locked and then the light switched off.

Manufacturer narrative:
During a surgical procedure, the electromechanical brakes blocked and then the light switched off while moving the microscope. This happened 5 or 6 times during the surgery. This is an initial report. An investigation is currently being conducted by the manufacturer. Once results are obtained, a follow-up/final form FDA 3500a will be submitted to provide additional information.